Event description:
It was reported that patients implantable pulse generator was not working as intended. The patient underwent an ipg replacement and was doing well post operatively. The explanted device will not be return due to hospital policy.